Event description:
It was reported that the patient experienced a loss of stimulation coverage. The patient underwent a revision procedure wherein both the lead and ipg were replaced. The patient was doing well post operatively. The ipg and lead were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8116500; model: sc-8116-50; serial: (B)(6); batch: (B)(6).